Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 7.4 mmol/l. The insulin pump alarmed no delivery during manual prime. The alarm was cleared. The customer removed the reservoir, reinserted it, and rewound successfully. The plunger was placed in the reservoir and insulin exited. A prime was performed to 6.9 units without incident as well. However, the customer changed the set, reservoir, and battery, but the no delivery alarm recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.